Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and found that the unit is due for 2 year preventive maintenance (pm). As part of pm, the power board and alarm sounder was replaced.

Event description:
It was reported to vyaire medical that the lap top ventilator 1000 experienced inaccurate volumes. At this time, there is no information regarding patient involvement.